Manufacturer narrative:
Evaluation of samples returned from the customer performed according to specification. This evaluation was completed using the samples returned from the customer which were of the same lot used on the patient described in this complaint. The exact product was not available for evaluation as it had been applied and removed from the patient in the field during the procedure. In addition to the samples returned by the customer, the manufacturer also tested retain samples from the associated lot. All testing found the product to perform according to specification.

Event description:
The customer indicated they made multiple attempts to splint a patient while under moderate sedation. The customer stated this resulted in the patient being under sedation for a longer period of time. The customer further described that the patient was "required to have excessive sedation, and the physician required to be present at bedside to monitor airway." Additionally, the customer noted that since they could not get the 4 inch plaster rolls to set, the physician and tech cut down the 6 inch plaster rolls because the conscious sedation was not a long-term option for the procedure. They noted that this was not optimal and caused further delay in the procedure but allowed the physician to splint the patient as best as possible. Upon requesting additional information, the customer indicated the patient requested additional hospital stay due to the occurence.

Manufacturer narrative:
Additional information regarding the alleged incident and return of product requested. No sample received at this time. Testing of retention samples show product performs according to specification.

Manufacturer narrative:
Product samples were returned for evaluation. Test results are pending finalization. Follow-up report will be submitted once test results are available.